Event description:
Material # 305196, batch # 4212623, 4270137. It was reported by customer that they have white particles attached to the needles. Verbatim: we have found 2 lots of bd precision glide needles 18g x 1 ½ inch ref 305196 that have white particles in the packaging and attached to the needles. The lots are 4212623 and 4270137. They were received from xxx. Customer response on 16-apr-2025. Date first noticed: (B)(6) 2025 for both lots. Could you please specify which lot number have "white particles in the packaging and attached to the needles" lot 4212623 and lot 4270137.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there are white particles in the packaging and attached to the needles. To aid in the investigation, nine samples and two photos were received for evaluation by our quality team. Eight samples came in sealed packaging blisters and one sample came with no packaging blister. A visual inspection was performed. All the samples have an epoxy drop over on the needle hub. The two photos provided show a needle assembly with an epoxy drip over. No other defects or imperfections were observed. This condition occurs if there is a jam at the cannulator inducing the epoxy drip over. A device history record review was completed for provided material number 305196, lots 4212623 and 4270137. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.